Event description:
Consumer complaint of about high blood results. Customer's expected blood results are 90-100mg/dl fasting. Customer states that he feels well and requires no medical attention. Verified the strips expire 03/13/2018. Customer confirms the strips are stored properly and were first opened the week of (B)(6). Reviewed meter memory: 167mg/dl, (B)(6) 2015, 01:04:00 pm, fasting: yes; 105mg/dl, (B)(6) 2015, 06:59:00 pm, fasting: no; 123mg/dl, (B)(6) 2015, 07:03:00 pm, fasting: no; 122mg/dl, (B)(6) 2015, 05:13:00 pm, fasting: no; 116mg/dl, (B)(6) 2015, 04:52:00 pm, fasting: no; 126mg/dl, (B)(6) 2015, 03:28:00 pm, fasting: no. Customer was concerned with a reading of 167mg/dl which is higher than his usual range.

Manufacturer narrative:
(B)(4). Most likely underlying root cause: user had an inaccurate reference. No defect found.